Event description:
Report received of an under-delivery of IV fluids. The customer contact reported that the pump was programmed to deliver normal saline at 75ml/hour with a dose limit of 600ml. According to the reports received, the pump only delivered 150ml in a 6-hour time period. There was no reported adverse event with the patient, and no medical interventions were required. No further event information was available.